Event description:
It was reported following a cardiac catheterization procedure, an angio-seal device was deployed in 2004. The pt was discharged the same day, however, returned to the hospital two days later with leg pain and shortness of breath. The pt underwent exploratory surgery, a fem/pop thrombectomy and fasciotomy were performed. The pt continued to experience leg pain, the extremity was increasingly pale. The pt's right leg was amputated three days later. The pt later expired while in the hospital ten days later. Reportedly, the pt's death was unrelated to the angio-seal device.